Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the hcp was going to send the patient for an MRI to determine if their spinal stenosis had worsened and could be causing her to urinate. No further complications were re ported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the hcp was going to send the patient for an MRI to determine if their spinal stenosis had worsened and could be causing her to urinate. No further complications were re ported/anticipated.